Manufacturer narrative:
The pump was returned to animas. The piston did not stop when initially contacting the cartridge and the pump pushed some insulin out of the cartridge. The complaint is confirmed. The force sensor resistance was out of specification. Green contamination was found on the force sensor plate. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient stated that the pump was pushing insulin from the cartrige on the load step. There was no reported patient impact associated with this complaint.